Manufacturer narrative:
Patient one (1) through six (6): patient demographics such as age, date of birth, sex, and weight were not supplied by the customer. Patient seven (7) and eight (8): the patients are female. Patient demographics such as age, date of birth, and weight were not supplied by the customer. Patient nine (9): the patient is a (B)(6) male born on (B)(6) 1932. Patient demographics such as weight were not supplied by the customer. A beckman coulter (bec) field service engineer (fse) was not dispatched to assess the instrument's performance. The customer performed the test interval system maintenance which involves cleaning and/or replacing the aspirate probes and replacing the duckbill valve. All verification testing passed within published instrument and assay performance specifications after the maintenance was completed. In conclusion, the cause of the non-reproducible access accutni+3, access total bhcg (5th is), and access hypersensitive htsh results is due to a system malfunction as maintenance resolved the issue. No one part can be implicated as the sole contributor to this event as multiple parts are replaced during a test interval maintenance.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3), human chorionic gonadotropin (access total bhcg (5th is)), and human thyroid-stimulating hormone (access hypersensitive htsh) results in association with the unicel dxi 800 access immunoassay system serial number (B)(4) for nine (9) patients. The samples from six (6) patients (designated as patients one (1) through six (6)) were reanalyzed using alternate unicel dxi 800 access immunoassay system serial number (B)(4) and lower access accutni+3 results, above and within the assay's normal reference range, were obtained. A sample from a seventh patient (designated as patient (7)) was reanalyzed using alternate unicel dxi 800 access immunoassay system serial number (B)(4) and lower access total bhcg (5th is) results were obtained. The customer did not supply the laboratory's access total bhcg (5th is) reference range. Samples from two additional patients (designated as patient eight (8) and nine (9)) and the sample from patient six (6) were reanalyzed using alternate unicel dxi 800 access immunoassay system serial number (B)(4) and lower access hypersensitive htsh results, within the assay's normal reference range, were obtained. The customer stated the initial non-reproducible access accutni+3, access total bhcg (5th is), and access hypersensitive htsh results were reported from the laboratory. The customer was unaware of any change or impact to patient care or treatment which occurred in association with the event. Access accutni+3 quality control (qc) recovery was within the laboratory established ranges prior to the event. The customer did not provide access total bhcg (5th is) and access hypersensitive htsh qc data. A system check was performed after the event which failed to meet specifications. The sample from patient two (2) was plasma, collected and tested in tube without a gel separator. The customer did not provide any additional sample information. No sample integrity issues were reported by the customer. A beckman coulter (bec) field service engineer (fse) was not dispatched to assess the instrument's performance.